Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). (B)(6). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented emergently with chest pain and was taken to the catheterization lab for treatment. An unspecified stent was implanted, resulting in a perforation from the proximal right coronary artery (rca) into the sinus of valsalva. A graftmaster stent was implanted, but the perforation was not completely sealed. The patient was taken to surgery to treat the perforation. The patient was discharged 7 days post procedure and has since started cardiac rehabilitation. No additional information was provided.